Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill one of four of their therapy. Upon cancelling the treatment, the caregiver discovered fluid leaking from the supplies. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler if necessary. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The cassette used at the time of the incident was discarded. The patient has since received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."